Event description:
The surgeon left three implants in the patient and had to debride the meniscus. The first implant went in fine but the second implant was floating in the joint, like it came off the needle. When he went to tighten down the suture with the knot pusher there was no knot, it never tied. No other information is available.

Manufacturer narrative:
No product is being returned for evaluation.